Event description:
A nurse mgr reported that during a cataract extraction with intraocular lens implant procedure that there was intermittent communication of the foot switch with the sys. Surgery was completed with no arm to the pt.

Manufacturer narrative:
A prod sample has been requested. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).